Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electrogram. Programming changes were discussed but not made during the visit.